Manufacturer narrative:
The reported oad was received for analysis with the guide wire utilized during the procedure engaged in the device. The driveshaft was found to be fractured on the distal side of the crown weld. Scanning electron microscopy was performed and identified evidence of fatigue striations on the fractured filar faces. At the conclusion of the device analysis investigation, the reported event was confirmed. However, the root cause of the fracture could not be determined. (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4)

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the device became detached inside the patient. The target lesion was 90% stenosed and located in the mid left anterior descending artery (lad). The lesion was pre-dilated with a balloon and treated with five passes of the oad. During removal of the oad, resistance was noted and the tip of the device was noted to be detached. The device fragment remained on the guide wire and was removed from the patient. A stent was placed to complete the procedure and the patient was in stable condition.